Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. Although the soft cannula was kinked, fluid was able to successfully flow through the fluid path and exit the distal tip of the soft cannula. A leak test was performed and no signs of leakage were observed. No other damages or defects were observed that could contribute to the reported leaking during wear. During investigation, the formed needle was noted to be exposed in the soft cannula as it did not fully retract. The linkage assembly seen through the top housing was observed to not be fully retracted. Upon opening the device and removing the top housing, the linkage assembly was seen to move back to a fully retracted position. Score marks were observed on the interior of the top housing, indicating that there was interference between the linkage assembly and top housing due to the misaligned linkage assembly. It cannot be conclusively determined if the exposed needle contributed to the reported skin condition irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 330 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found leaking insulin. As treatment for hyperglycemia, a new pod was applied.